Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported encountering a display issue with the adc device. The customer observed "dashes not displayed in the test" and lines running through the display screen, as a result, customer was unable to view readings. The customer experienced dizziness, nausea, loss of balance and had contact with a healthcare professional who administered an unspecified infusion for diagnosis of hypoglycemia and unspecified medication. There was no report of death or permanent impairment associated with this event.

Event description:
A customer reported encountering a display issue with the adc device. The customer observed "dashes not displayed in the test" and lines running through the display screen, as a result, customer was unable to view readings. The customer experienced dizziness, nausea, loss of balance and had contact with a healthcare professional who administered an unspecified infusion for diagnosis of hypoglycemia and unspecified medication. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The returned reader was investigated. Visual inspection was performed on returned reader. No new issues were observed. Built-in reader test was performed and all tests passed. Lines running through display were not observed. The complaint was not confirmed. All pertinent information available to abbott diabetes care has been submitted.